Event description:
An rn reports this is the 3rd occurrence with this type of tube feed bag. The rn reports the plunger doesn't expand to pump in more tube feeding. The machine fails to alarm that it is not infusing, so hours may pass before the rn notes that the patient has not been getting their feeding.